Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: d6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered three shocks in different episodes. The therapy of the patient was turned off, and feedback was requested to technical services. At this time, this system remains implanted but out of service. No further adverse patient effects were reported. Additional information was received detailing that the review of the data was performed. The intrinsic morphology of the patient was not stable and low amplitude was observed. T-wave oversensing was observed. Troubleshooting options and further clinical evaluation of the patient was discussed. A potential system explant was also mentioned. At this time, this system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered three shocks in different episodes. The therapy of the patient was turned off, and feedback was requested to technical services. At this time, this system remains implanted but out of service. No further adverse patient effects were reported. Additional information was received detailing that the review of the data was performed. The intrinsic morphology of the patient was not stable and low amplitude was observed. T-wave oversensing was observed. Troubleshooting options and further clinical evaluation of the patient was discussed. A potential system explant was also mentioned. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered three shocks in different episodes. The therapy of the patient was turned off, and feedback was requested to technical services. At this time, this system remains implanted but out of service. No further adverse patient effects were reported. Additional information was received detailing that the review of the data was performed. The intrinsic morphology of the patient was not stable and low amplitude was observed. T-wave oversensing was observed. Troubleshooting options and further clinical evaluation of the patient was discussed. A potential system explant was also mentioned. At this time, this system remains in service. No further adverse patient effects were reported.